Manufacturer narrative:
(B)(4): visual evaluation of the returned device found that the flare had detached from the handle, and a pronounced kink was noted in the sheath at the proximal end of the device. Additionally, the key was found to have separated from the rotation fixture. As a result of these failures, the snare loop could not be extended from the sheath. The customer's complaint that "the snare didn't open" was confirmed; the loop could not be extended due to the detached flare. It is likely that anatomical or procedural factors encountered during the procedure limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare loop did not extend from the sheath when the physician actuated the device handle. The procedure was completed with a different snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.